Event description:
It was reported that the patient has complaints of arm tingling and diaphragmatic stimulation. Also, there was an atrial lead warning with polarity switch. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2010. (B)(4).